Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 501 mg/dl. The cause of the high bg was not known. The cartridge, tubing and site were changed. The customer went to the emergency room and was admitted to the hospital. The ketone level was considered as being dangerous. The customer was dehydrated. The customer was treated with an intravenous drip and fluids. On (B)(6) 2017, the customer was discharged with the high bg and ketones resolved.